Manufacturer narrative:
(B)(4).

Event description:
It was reported by a distributor to the arjohuntleigh rep that ministand base welds were broken.

Manufacturer narrative:
(B)(4). From the email received from a supplier of medical devices, arjohuntleigh has become aware of a weld distortion on the mast to the chassis base connection of a ministand active lift. This email did not suggest any incident happening or was not pointing any potential risk for the patient nor for the caregiver. The complaint decided to be reportable in the abundance of caution on the potential of the mast separation and patient fall if this device would be used. Since this is the first such issue and we do not appear to have seen any other similar complaint in our databases, we consider it as an single, isolated case. The device was not inspected by an arjohuntleigh representative but the pictures received from the dealer confirmed reported malfunction. The device was not up to the manufacturer specification and this way the device could contribute to the event. It is unknown if the product was in actual when this malfunction was noticed. This is the only info received from the dealer, which we compared to our product knowledge and the received pictures. The received serial number shows that device had been in use for 9 years. The pictures received from the complaint show extensive wear of the device, as well as show that an extensive force was not only put on the mast itself but also on the foot support. There are visible rubbings on the mast and foot support and on some of the parts paint has come off. As per the device labeling the maximum capacity of the lift is 350 lbs (160 kg). As per IFU 001.20075_rev 4. From march 2005: "this mobile floor lift is intended to be used for patients within the specified weight limit indicated for the lift. Do not attempt to lift more than the weight limit indicated." Looking at the findings we could suspect that device was being overloaded by using it with too heavy residents, or lifting the device while not avoiding any obstacles. Despite our best efforts no parts could be returned and the exact root cause of the device weld distortion could not be established. From above findings and fact that we do not appear to have any similar complaints we conclude that this incident looks like as having been caused by user error - e.g.: using the device outside recommendation or overloading it. The received information and our evaluation as described above are showing that if ministand's safety instructions were followed in accordance to IFU, there would be no user at risk. The ministand is a legacy device that is no longer produced. In summary the device does not appear to have been to its specification, it was not being used for patient care when the issue was noted and the issue did not lead to the device contributing or causing an adverse event. This report was done based on the information initially received and the abundance of caution.